Event description:
The patient had a axsos plate df implanted in for a distal femoral fracture. After surgery, the surgeon found that the plate broke. The surgeon is planning the revision surgery using an axsos plate on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the distal lateral femur plate axsos 3 ti broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user/patient related issue. The breakage was caused by overloading in non-union of an unstable bone fracture constellation. The surfaces of the breakage are showing typical characteristics of a fatigue breakage. Please note the current IFU pp_v15013_l non-active implant reads: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or nonunions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. [¿] post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. [¿] the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation.¿ [original statement] as stated in the IFU, the patient needs to be instructed by the surgeon on correct post-operative behavior. The provided x-rays were reviewed by stryker medical expert. Final conclusion of the clinical statement: ¿the given case clearly presents a typical and expectable fatigue breakage of an internal fixation plate due to overloading in non-union of an unstable fracture constellation.¿ [original statement] see attached in phase 2 the full clinical statement. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The patient had an axsos plate df implanted in for a distal femoral fracture. After surgery, the surgeon found that the plate broke. The surgeon is planning the revision surgery using an axsos plate on (B)(6) 2015.